Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent interaction of the sheath with the implanted absolute stent in attempts to advance and deploy the omnilink elite stent resulted in the sheath snagging on the implanted stent, ultimately resulting in the reported difficult to advance. Manipulation of the compromised device resulted in the reported stretched stent and the reported device damaged by another device. As reported, an additional stent was deployed to cover part of the absolute stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right external iliac artery. The 7x100 mm absolute pro vascular self expanding stent system (sess) was deployed in the right external iliac and the sheath was advanced in order to place an omnilink elite stent in the common iliac artery. The sheath snagged on the absolute pro stent and caused the stent to become stretched. The omnilink stent was able to be deployed without issue and an additional stent was used in the external iliac to cover part of the stretched absolute pro stent. The patient had a great result. No additional information was provided.